Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 18 february 2020: lot 111711: (B)(4) items manufactured and released on 18-jul-2011. Expiration date: 2016-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs manager: femoral component (stem and head) revision performed 8 years after primary cementless total hip arthroplasty in an elderly ((B)(6) year old) man. No information concerning patient general health status and the presence of comorbidities is available. In the radiographic image provided, regions of reduced bone density around the proximal profile of the stem and signs of stress shielding are visible. Aseptic loosening is a possible literature described long-term adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined. Preliminary investigation performed by r&d project manager: preliminary visual investigation highlights residual ha on proximal femoral stem and signs of osseointegration on distal stem.

Event description:
Revision surgery due to stem loosening, stem and head revised. Primary was performed in (B)(6) 2012. The surgery was completed successfully.